Event description:
It was reported that (1) device was used during a laparoscopic tubal procedure. It was reported by the rep that the 511sd trocar shield did not function, which resulted in blade injuring the gastric serosa (bowel).